Manufacturer narrative:
One jelco® saf-t wing® blood collection and infusion set was returned for analysis. The sample was visually inspected, at a distance of 12" to 24", with no discrepancies found. The needle was carefully pushed to reactivate the safety mechanism with no discrepancies found. A review of the manufacturing processes and quality inspections was conducted and was considered adequate and correct. No fault was found. The complaint could not be confirmed.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® saf-t wing® blood collection and infusion set safety was unable to be fully activated immediately after a venipuncture. It was noted that it was unusually difficult to activate the safety when steadying the needle and pulling back on the tubing. The safety did not cover the needle as intended. No patient injury was reported. See MFR: 3012307300-2017-00658, 3012307300-2017-00755, 3012307300-2017-00757, and 3012307300-2017-00758.